Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 19 days after the dental implant was installed in intraoral region #21, it was verified its non osseointegration. The dental implant was installed in bone type IV and 40ncm of primary stability was achieved. Immediate load was not performed.